Event description:
Numerous orthopedic physicians have had user issues with the product, causing unnecessary disruption of the surgical tissue, thereby making infection more likely. Pt presented to the operating room for incision and drainage of the site on (B) (6) 2010. Pt was given IV vancomycin for the infection. Dates of use: (B) (6) /2010 - (B) (6) 2010. Diagnosis: total hip arthroplasty. Event abated after use stopped: yes.